Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient felt like they were being burned even after turning the implant off. It was noted that if the patient left it on a program, it would eventually get to the point where it gave the patient the burning sensation. The patient felt the burning sensation in the rectum. At the time of the report, the patient connected with their patient programmer and determined that simulation was indeed off. The patient felt like it was not working like it used, and clarified that they had a return of symptoms. When they turn it off, they sometimes could go about a day or two without having a return of symptoms, but noted it varied. It was reported that there were no trauma/falls that could be related to the issue. It was recommended that the patient follow-up with their healthcare provider (hcp) to discuss their symptoms and have the device checked. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient continued to report to feel a burning sensation that has been going "on and off for a while". Patient did not confirm if this was related to her interstim implant. Patient stated that the burning sensation will be there and then it will go away. Patient said that she will usually just go and turn off the interstim ("cooling down period"). Patient reported that most recently, her implantable neurostimulator (ins) has been turned off for 2 days because of the burning sensation, but the patient was still feeling the burning sensation during the call with patient services (even with her interstim turned off). The patient said she would follow-up with medicare.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that, to resolve the burning sensation, they turned the implant off for several days and the symptom left. After they turned it on, they changed to another program at a lower setting, which seemed okay. They did turn it up to control their bladder problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient hadn't reported any difficulties to the hcp. The cause of the burning sensation was unknown.